Event description:
Boston scientific received information that during a follow up, the battery of this device had depleted more rapidly then expected. The battery at the most recent follow up showed that the device's battery had 6 months left until elective replacement indicator (eri) would be triggered. It was noted that six months prior, the battery had indicated there was three years left before eri would be triggered. Premature battery depletion was suspected. No adverse patient effects were reported. This device currently remains implanted.

Manufacturer narrative:
Subsequently this device was explanted. At this time this device has not been returned. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Laboratory analysis determined that, although there was a large decrease in estimated longevity remaining between follow-up appointments six months apart, this device experienced normal battery depletion. Although laboratory analysis determined that this device experienced normal battery depletion, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. In this case, on (B)(6) 2011, an automatic capture voltage of 3.2 v was detected; this resulted in the calculation of a post-ert voltage of 5.0 v. Due to this voltage level, the device assessment of its operating current, battery charge state, and revision of the ert declaration point shortened the estimate of available service life relative to the previous programmer remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between the (B)(6) follow-ups.

Manufacturer narrative:
Upon additional information, this investigation will be updated.

Manufacturer narrative:
The device has been returned. Upon analysis this investigation will be updated.